Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause of the third degree av block in this case cannot be confirmed. However, the ventricular placement of the second valve, the patient¿s underlying heart disease, previous conduction defect (rbbb), and moderate native valve calcification may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure the 26mm sapien valve shifted slightly aortic during deployment, resulting in a 70:30 aortic position and moderate paravalvular leak (pvl). Post dilatation was performed but did not reduce the pvl. A second 26mm sapien valve was subsequently deployed in a slightly more ventricular position, which reduced the pvl to trace. The patient then developed third degree atrioventricular block (avb). The temporary pacing lead was left in place and the medical team planned to monitor the patient. The patient was noted to be in stable condition post procedure. After the initial report, it was learned that a permanent pacemaker was implanted due to the third degree avb. The native aortic annular diameter was 23mm by tee and 21.5mmx25.7mm (area 462) by CT. The native aortic valve was moderately calcified and the aortic root was mildly calcified. There was no mitral annular calcification (mac) or ventricular septal hypertrophy. The patient¿s ejection fraction (ef) was 60%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good.